Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise reversion episodes were observed on the right ventricular (rv) lead. Session records were reviewed by technical support. Technical support suggested the noise may be due to possible lead damage. The patient will be monitored at the next follow-up. The patient was in stable condition and experienced no adverse health consequences.